Event description:
Pt admitted to the ER with chest pain. He later went into ventricular fibrillation and was defibrillated. Burn area noted to the chest. The MFR had recalled some of their defib pads in april and it is not known if the pads used were those that were involved.